Manufacturer narrative:
Correction: h3 field corrected to "yes".

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Pod data indicates the pod operated and delivered insulin as intended during operation. No damages or defects that would affect the delivery of insulin were observed. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. According to the patient¿s father, the patient's blood glucose levels reached 164 mg/dl but believed the values were higher while wearing the pod between 24 and 36 hours. The patient¿s father reported the pod not working properly and the pod cannula was found kinked when the pod was removed. Symptoms reported include hyperglycemia and malaise. The patient was reportedly monitored and treated with insulin and intravenous fluids. The pod was removed at the hospital and discarded. The patient was released on (B)(6) 2026.